Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lv lead exhibited a failure to keep sustained capture. No patient complications have been reported as a result of this event.

Event description:
It was reported that the left ventricular (lv) lead experienced a gradual rise in threshold since implant. The lv lead was capped and replaced. The patient is a participant in the product surveillance registry. No patient complications have been reported as a result of this event.